Event description:
A nurse reported a system message was displayed indicating no aiming beam was available and the system stopped during a procedure. There was no patient harm reported. It is unknown if the treatment was completed. Additional information has been requested.

Manufacturer narrative:
No service activities information was provided for the reported system. However, a diode aiming module was returned for evaluation. Visual evaluation of the returned diode aiming module (dam) determined no obvious issues or nonconformities. The returned dam was functionally tested and the reported problem was replicated. The reported system message "no aiming beam" occurred during evaluation. The root cause of the reported problem is a nonconforming diode aiming module (dam). (B)(4).